Manufacturer narrative:
The sample was received for evaluation with no cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection was performed with the naked eye and magnification with no issues noted. Functional testing including leak, clear passage, clamp function and integrity of seal surface testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked at the patient connector. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced; however, the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.